Event description:
The iab was inserted into the pt on 7/30/97 at 11:00 am. Poor inflation was noted. Also, the balloon was severely kinked at the sheath due to pt movement. The iab was removed on 8/1/97 at 8:00 am. No second iab was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 10/3/97.) (Pt's current status: discharged - rpt'd 10/3/97.)